Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is (B)(4) other complaint in the lot number. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged 9 months after implantation due to double vision and ghosting. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, a technician reported that the events resolved after the lens exchange procedure.